Manufacturer narrative:
The patient's known issue with the percutaneous lead was reported under manufacturer report number 2916596-2019-00653 medwatch / user facility report mw5113436 was received on 18nov2022. Manufacture¿s investigation conclusion: there were incidental findings of superficial damage to the outer silicone jacket. The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the patient¿s known history of a driveline fracture (see manufacturer report number 2916596-2019-00653). The submitted log files contained data from 18oct2022 through 25oct2022. The pump appeared to operate with stable parameters. The pump appeared to be functioning as intended, remaining above the low speed limit throughout the duration of the files. Additionally the log file retrieved from the returned controller contained data from 20oct2022 through 27oct2022. The pump appeared to be functioning as intended, remaining above the low speed limit until 27oct2022 at 10:32:39, when low speed and pump stoppage events were observed. The events were consistent with the report of the patient receiving a driveline repair that day. In addition, the driveline was disconnected at the end of the file. It was communicated that the account wanted to exchange the controller, so the controller was replaced after the phase interrupt test and splicing of the first three wires. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 12.5¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Rescue tape was observed on the driveline. Removal of the rescue tape revealed several minor tears. The bionate layer was discolored; however, no damage was observed on the bionate layer. Furthermore, visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account later communicated that an alarm was heard again by the patient¿s spouse before discharging from the hospital. The account stated that no alarms were reported since the patient¿s discharge. The account later communicated that the alarms resolved. The account communicated that the patient was alive, outside of the hospital. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Although a specific cause for the report of a repetitive one tone beep while the patient was connected to the power module, using an ungrounded patient cable could not be determined through the evaluation of the returned driveline, the evaluation of the returned controller found an issue that would have contributed to an audio alarm without an associated visual alarm on the system controller or the system monitor (see manufacturer report number 2916596-2022-14849). Incidental findings: superficial damage to the outer silicone jacket was confirmed. A specific cause for the damage could not be determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of driveline damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jun2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Controller manufacturer report number 2916596-2022-14849. It was reported that the patient heard a noise while connected to the power module at home. Log files noted a no external power event on 24oct2022 as a result of simultaneous power cable disconnects and a few unsustained power/flow elevations on 18oct2022, 20oct2022, 22oct2022, 23oct2022, and 25oct2022. The patient had a known percutaneous lead fracture. A distal end driveline repair was performed on (B)(6) 2022.

Event description:
It was reported that a driveline repair was performed.

Manufacturer narrative:
Patient weight - will be updated upon receiving additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.